Manufacturer narrative:
(B)(4). The stent remains in the patient. There was no reported product deficiency. Restenosis is listed in the product instruction for use as a known potential adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that after the deployment of the rx accunet, distal to the target lesion in the right internal carotid artery, the patient experienced hypotension. The patient was started on a neosynephrine infusion for one day and the patient's condition resolved 3 days later. After the 7 x 30 rx acculink stent was implanted in the target lesion, angiography showed some distal narrowing due to a new lesion distal to the stent. The 6 x 30 rx acculink was implanted overlapping the 7 x 30 rx acculink and successfully opened up the new target lesion. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Dil cath: 5.5 x 20 and 4.5 x 20 viatrac. Embolic protection: rx accunet (1011334-75, lot # 7041251); (1011334-75, lot # 8032051). There was no reported product deficiency. The stent remains inside the patient. Hypotension and occlusion are listed in the product instructions for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch filed, additional information was received indicating that on (B)(6) 2011, an angiogram found a 50% in-stent restenosis in the right internal carotid artery that was treated with balloon angioplasty. A new lesion was found distal to the in-stent restenosis that was treated with a second acculink stent. The in-stent restenosis was reduced to 10%. There was no adverse patient sequela. There was no additional information provided.